Event description:
It was reported that during implant, the lead helix would not extend and there was human tissue stuck in the distal tip of the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The helix was returned partially retracted with blood visible inside the helix. The helix extended and retracted within specification.